Event description:
It was reported that the pt had nausea, vomiting, and acute pain in the back of her neck for four years. An x-ray was done in 2008, (results not reported). The hcp reported that the pt's catheter was obstructed and would be explanted. The device system was used to deliver morphine 50 mg/ml. The pt reported that she was at home, and her condition was 'fair'. The hcp reported the pt outcome as 'serious injury/illness - ongoing'. A follow-up report will be submitted if additional info becomes available.